Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpb2qq crt-d implanted: (B)(6) 2023, 6935m55 lead implanted: (B)(6) 2023, 5076-45 lead implanted: (B)(6) 2013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert triggered for the left ventricular (lv) lead due to low lv3 to lv2 lead impedance. The lv lead was reprogrammed to pace lv1 to lv2. More than five months later, alerts triggered for low lv1 to lv2 lead impedance and there was an abrupt increase in lv threshold. While the patient was in the office, oversensing with isometrics and low impedance measurements could not be reproduced. Different vectors were tested and lv1 to lv2 could not be isolated at the source of the low impedance or high threshold. Variable impedance values were also noted. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert triggered for the left ventricular (lv) lead due to low lv3 to lv2 lead impedance. The lv lead was reprogrammed to pace lv1 to lv2. More than five months later, alerts triggered for low lv1 to lv2 lead impedance and there was an abrupt increase in lv threshold. While the patient was in the office, oversensing with isometrics and low impedance measurements could not be reproduced. Different vectors were tested and lv1 to lv2 could not be isolated at the source of the low impedance or high threshold. Variable impedance values were also noted. The lv lead remains in use. No patient complications have been reported as a result of this event. It was additionally noted that a possible issue with lead insulation was questioned.